Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow issue in arctic sun device. Per review of wo on 26mar2025, the event occurred during patient use; however, there was no patient injury.

Event description:
It was reported that there was low flow issue in arctic sun device. Per review of wo on 26mar2025, the event occurred during patient use; however, there was no patient injury.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. No physical low flow issues found during servicing. The arctic sun 5000/stat was evaluated upon receipt. During the evaluation it was found that the device put through the functionality and no issues is observed. However, event log is showing alarm 2 and alarm 7 (attached case data). The root cause issue for the alarms is potentially not properly emptying the pads (alarm 7), the water level per the event log is not full causing the alarm 2 (low flow) pops up. No repairs were done to correct the low flow as the there was no issues with the pumps. Pumps were serviced per the request of the customer. Additional components replaced preventatively. Mixing pump and the circulation pump were serviced. Manifold o-rings were replaced. Double bend tube and the l-tube were replaced due to expanding/swollen. Control panel coin cell was replaced due to age. Verify the functionality after the repair using srw1190027 rev 10 and was passed all the testing. The arctic sun is now ready for used. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.